Event description:
It was reported that the customer received motor error alarm and the alarms were cleared when it happen. A displacement was performed, and the insulin pump failed the test. The customer also stated that the device was exposed to an MRI. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test, and had motor error alarms due to the encoder signal out of phase. However, the device passed the basic occlusion, occlusion, prime, and no excessive delivery alarm tests.